Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no external damages were observed. The platform was run with a test manikin for over ten minutes and a large resuscitation test fixture (equivalent to a 250 lb. Patient) for over an additional 5 minutes and the problem could not be duplicated. The platform performed as intended during functional testing. A review of the archive was performed and multiple user advisory 41 (ua) faults (patient temperature sensor failure) were observed, including on the reported event date of (B)(6) 2014. The patient temperature sensor cable was replaced as a precaution to prevent recurrence. Based on the investigation, the part(s) identified for replacement was the patient temperature sensor cable. In summary, the reported complaint of the platform exhibiting ua 41 faults was confirmed during archive review. The patient temperature sensor cable was replaced as a precaution to prevent recurrence. Following replacement of the part, the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message, that was unable to be cleared. Complainant also reported that the platform would not work at all. There was no report of any patient involvement. No further details were provided.